Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8031927. Medical device expiration date: 2021-01-31. Device manufacture date: 2018-01-31. Medical device lot #: 8071875 . Medical device expiration date: 2021-02-28. Device manufacture date: 2018-03-12.

Event description:
It was reported that an unspecified number of bd insyte¿ autoguard¿ winged shielded IV catheters 18ga 1.16in (1.3 x 30 mm) experienced a damaged or open unit package/seal where sterility is compromised. Product defect was noted prior to use. The following information was provided by the initial reporter: the sealing of sterile packages has a significant breakage, with a package that is already found open before use. The sterility of the device is therefore no longer guaranteed.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10

Event description:
It was reported that an unspecified number of bd insyte¿ autoguard¿ winged shielded IV catheters 18ga 1.16in (1.3 x 30 mm) experienced a damaged or open unit package/seal where sterility is compromised. Product defect was noted prior to use. The following information was provided by the initial reporter: the sealing of sterile packages has a significant breakage, with a package that is already found open before use. The sterility of the device is therefore no longer guaranteed.